Event description:
The customer reported that during maintenance, the scope cultured positive twice for low grade microorganisms. There was no patient infection reported.

Manufacturer narrative:
The scope was not returned for evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation of the event is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, h7, h9, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device was repaired in april 2021. Customer reported of the device tested positive for low grade microorganisms during maintenance. No laboratory results nor any further details were provided. Customer was unresponsive to multiple attempts for additional information, device return, as well as scheduling an in-service by endoscopy support specialist (ess). As such, the root cause of the suggested event cannot be conclusively determined. A relation between the event and the device cannot be judged for the following reasons: ·result of culture test performed by third-party labs via the user was not shared with olympus. ·since reprocessing in-service by ess was not conducted, information on reprocessing was unknown. ·since the subject device was not sent to olympus, inspection was not conducted. There was no report on the subject device being used in procedure after the suggested event was confirmed. There is reported harm to any patient or persons. The instructions for use includes the following statements: reprocessing manual: 1.4 precautions:warning:an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.